Event description:
It was reported that the patient reported to the physician that they heard beeping tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted the s-ICD exhibited suspected premature battery depletion. Subsequently a revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient reported to the physician that they heard beeping tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted the s-ICD exhibited suspected premature battery depletion. Subsequently a revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.